Event description:
A customer from (B)(6), who has gestational diabetes, alleged to have had an allergic reaction to the microlet lancets. After using them she exhibited a rash on her arm and body. Customer has a history of reactions to drugs, pollen and nickel. The doctor prescribed a cortisone cream and she has stopped using the lancets. The product is not expected to be returned and no product was replaced.